Manufacturer narrative:
This device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of evaluation, or if additional information becomes available.

Event description:
The facility reported to largo customer service a flogard pump with a "delivery accuracy failure - too high" complaint. This problem occurred during bio-medical testing. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.